Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis split in two pieces. Visual and microscopic inspection also revealed the distal tip was kinked. Dimensional inspection showed the detachment was found at a distance of 14.13 inches. The overall length of the returned device was within specification.

Event description:
It was reported that guidewire fracture and embolism occurred. The severely occluded target lesion was located in the posterior descending branch. A 185cm j-tip, pt2 guidewire was selected for use. However, the wire broke and embolized into the vessel. The device was removed with no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture and embolism occurred. The severely occluded target lesion was located in the posterior descending branch. A 185cm j-tip, pt2 guidewire was selected for use. However, the wire broke and embolized into the vessel. The device was removed with no patient complications reported.